Event description:
The customer reported less than one milliliter of fluid dripped from the probe at the end of system startup involving the coulter act diff 12 analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed during cycling, the probe block leaked diluent due to a possible faulty rinse block. The fse replaced the rinse block and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).